Event description:
It was reported that customer had physical damage of insulin pump. It was reported that customer fell and display was damaged. Insulin pump would need to be replaced.

Manufacturer narrative:
Unit had cracked and bleeding lcd glass. Also unit had minor scratched lcd window, scratched case, cracked belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.